Event description:
Complaint reported that the brake casters would hold when the brake was applied but they would still swivel. No reported injuries, unit located in a storage area.

Manufacturer narrative:
Technician found the unit in storage area. Brake casters would hold, but still swivel. Replaced all brake casters to resolve this issue.